Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/28/2020 h.6. Investigation: one (1) sample and one (1) photo were received and confirmed as having foreign matter. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® serum / cat blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "fm in tube customer found the foreign material that doesn't look like tube additive."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® serum / cat blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "fm in tube. Customer found the foreign material that doesn't look like tube additive."